Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In additional, a review of the instrument log for the large clip applier (part# 470230-12/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 98 uses remaining after this last usage. A review of the procedure log showed the site performed this chest anastomosis esophagectomy transthoracic procedure on (B)(6) 2022 with system (B)(4). No image/video investigation required as no image or video clip for the reported event was submitted for review. This event is being reported because the clip of the large clip applier instrument fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. In addition, the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/ unintended/ unknown way). Unintuitive motion could lead to subsequent tissue damage. At this time, it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the large clip applier instrument was not clipping the tissue and became non-intuitive motion. When the customer put the clip on the instrument, the instrument tip was not opened well. A backup instrument of same kind was used to continue the procedure. The procedure was completed. The customer noticed this symptom since its first use on the procedure date. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During clipping application, the customer was using the large clip applier instrument with the large clip, then the left side of the instrument jaw was not widened persistently. The customer changed to a backup instrument of same kind to continue the procedure after trying a couple of times. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The customer confirmed that the clip fell inside of the patient and was retrieved during the same procedure with no patient injury/harm. The vessel was less than 13 mm in diameter. No broken/loose cable was observed. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information. Upon further follow up, the customer confirmed that the instrument was being used for less than 5 minutes then the clip fell inside of the patient and was retrieved. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. It was unknown what caused the issue to occur as the instrument did not collide with any hard materials or other instruments. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "when clipping a tissue, tissue was not able to be clipped". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. No issue found when loading the clips. Additional steps/test attempts to further support could not reproduce (cnr) finding included the instrument passed the 2nd and 3rd clip tests. Additional observation not reported by site that is not related to the customer reported complaint was that the instrument was found to have a derailed grip cable at the clamping pulley of the proximal end. The yaw motion may be non-intuitive as a result. Root cause of this failure is attributed to a component failure. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10 failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.